Manufacturer narrative:
Date of event: concomitant medical products: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report after the procedure, the patient experienced tachycardia. It was reported that the mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with grade on 4. Two clips were implanted, reducing mr to 1. The patient experienced ventricular tachycardia (vt) which was treated by ablation procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tachycardia. Tachycardia is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design or labeling.